Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, presence of cement between the humeral head and the humerus, impingement issues, or a combination of these possibilities. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right total shoulder arthroplasty. Subsequently, the patient experienced pain. As a result, the patient underwent a right shoulder revision an unknown amount of time after initial implantation. During revision surgery, the surgeon decided to leave one of the glenoid pegs implanted as they believed the patient would lose a significant amount of their anterior wall. No further patient impact reported. No further information available.